Manufacturer narrative:
H6: investigation summary. Four photos were received by our quality team for evaluation. From the photos, the scale marking was observed to be rubbed off on two photos, a plunger head was missing and separate from the stopper, and leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable cause of the scale marking issue could be a product jammed at the assembly line and resulted in the subsequent syringe to rub against the tooling and jammed product which caused the rubbed off on the scale line. Communication with the production technician on this nonconformance will occur. As no sample was returned, the team is unable to determine the root cause of the stopper separation in the barrel and the leakage past the stopper. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringes 1ml ls tuberculin had issues with missing scale markings, leakage, and the stoppers separating from the plungers. The following information was provided by the initial reporter, translated from "(1) missing scale marking, (2) stopper separation in the barrel, (3) leakage."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringes 1ml ls tuberculin had issues with missing scale markings, leakage, and the stoppers separating from the plungers. The following information was provided by the initial reporter, translated from " missing scale marking. Stopper separation in the barrel. Leakage."